Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and heavily calcified de novo lesion in the mid left anterior descending artery. A 2.5x20mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion; however, resistance with the anatomy was felt. Once at the target lesion, the balloon rupture during first inflation at 14 atmospheres. The procedure was successfully completed with a 2.5x20mm non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.